Event description:
An intra-aortic balloon pump was alarming "volume gain" following 3.5 hours of counterpulsation. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. The diaphragm was returned, evaluated and retained by this MFR. A pin-hole leak was identified 1.5" from the edge of the diaphragm. The operating manual outlines the procedure for locating the possible causes for a "volume gain" alarm.